Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum and peritonitis are known complications of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced abdominal distension with diffused pain on palpation with slight peritoneal irritation. CT scan was performed; pneumoperitoneum was visualized and the physician examined peritonitis secondary to displacement of the tube. The patient was treated with emergent laparoscopy and atypical gastric resection with removal of entire peg-j system. Procedure: peritonitis in the 4 quadrants with free bilious fluid in the epigastrium and left hypochondrium; loose peg tube located in lesser gastric curvature; pneumoperitoneum with infraumbilical hasson, 12mm right and 5mm left trocar; release of loose adhesions due to peritonitis; localization of loose peg tube hole and bile content leaking. Peg tube extraction. Closure of perforation with purple endogia 60mm and purple 45mm, performing atypical gastric resection. Cavity washing in its 4 quadrants; trocar extraction under direct vision; hasson trocar closure and 12mm with maxon 1; skin with staples. One day post procedure, the patient was in good general condition; good pain control with prescribed analgesia and on an absolute diet, without nausea or vomiting.